Event description:
The customer reported that the freedom driver exhibited an intermittent fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient, because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom was returned to syncardia for evaluation. Visual inspection of the interior of the driver revealed a broken black wire on the air flow sensor cable (electrical connection between main printed circuit board assembly (pcba) and air flow sensor). During incoming failure investigation testing, the driver failed as a result of the broken black wire on the air flow sensor cable, which resulted in an immediate fault alarm. The broken wire prevented the electronics of the driver from measuring the flow sensor reading and from displaying the appropriate calculations for fill volume (fv) and cardiac output (co); as designed, asterisks are exhibited on the display when the values are out of range. This failure mode was consistently seen throughout the duration of the functional testing of the driver. A fault alarm was induced at approximately 15 minutes upon startup because the low cardiac output alarm is not enabled until after 15 minutes of operation. The electronics displays the asterisks as a condition in which the cardiac output is less than 3.5 liters per minute (lpm), resulting in a low cardiac output alarm and a fault code of 49 recorded in the review of the electronic data. The customer-reported fault alarm was duplicated. The root cause of the customer-reported fault alarm was a damaged air flow sensor cable. The cause of the damage to the black wire on the air flow sensor cable could not be determined. This is the first known occurrence in which a flow sensor cable malfunction was observed and will be monitored for any future occurrences. The freedom driver was serviced that included the replacement of the flow sensor cable and primary motor/gearbox assembly, before being placed into finished goods. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. Syncardia has completed its evaluation of this complaint and is closing this file.